Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller was attempting to load a new cartridge and was instructed to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the caller was able to successfully load a cartridge onto the pump and resume insulin.